Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine check, the atrial lead exhibited high impedance in the bipolar mode. During explant, a fracture of the coil was noted and the insulation was torn in the area of the fracture.